Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1, pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1, pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.